Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and the caller successfully restarted their sensor session without encountering the error again.